Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose of 500 mg/dl. The customer treated with the insulin pump. Customer indicated that their doctor has been contacted and their blood glucose value was 138 mg/dl at the time of the call. It was reported that insulin pump malfunctioned and was not alarming as customer was not getting the proper insulin amount. Customer was wearing insulin pump at the time of hospitalization. The product was returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.